Event description:
The customer reported that the sensor stop(s) functioning (emitter light switch off), no alarm on "mindray monitor". Disconnect and reconnect the sensor didn't change the situation. There was no patient impact or consequence reported.

Manufacturer narrative:
The device was reported to be available for analysis. The device has not been received by masimo's investigation facility to allow for an analysis to be performed. When the device is received and the investigation is completed, a follow up report will be submitted. E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact.